Event description:
It was reported that the left ventricular (lv) epicardial lead experienced high thresholds. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator (ICD),  (B)(6) 2011; 6947 implantable tachy lead (B)(6) 2011; 4076 implantable pacing lead. (B)(4).